Event description:
Consumer reported via email that with an unspecified number of tampons, the string was not long enough and she was unable to get the tampon out of her vaginal cavity. She sought medical attention at the emergency room for assistance. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.